Manufacturer narrative:
Follow-up # 1 date of submission 01/17/2014 - device evaluation:the pump has been returned and evaluated by product analysis 01/08/2014 with the following findings: evaluation revealed that the battery compartment threads were slightly worn. The returned battery cap threads were found to be stripped and the slot on the top of the battery cap was damaged. During testing, the battery cap was not able to secure properly to the pump. The battery cap contact height and width measurements were found to be within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.